Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The investigation of the returned item did not reveal the reported problem. The loop was functioning as intended. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
Loop broke while operating. No harm to the patient, surgeon or third party occurred.